Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8254691. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, although our engineers were unable to obtain a device for test, previous investigations and a subsequent review of our manufacturing line determined that the most likely root cause for this event is an abnormality in the equipment responsible for tubing assembly. To prevent a reoccurrence of this event we have retrained our personnel and optimized our manufacturing process to monitor this issue more thoroughly. Bd was no able to confirm the customer¿s indicated failure mode because samples or picture were not provided, however, customer reported; ¿user finds that blood is running backwards out of the injection port after the port is connected to the patient.¿ and this failure mode was detected in others customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. Root cause: injection valve leakage. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59. CAPA 629955 was opened to investigate.

Event description:
It was reported that leakage occurred with a bd connecta¿ stopcock. The following information was provided by the initial reporter: "user finds that blood is running backwards out of the injection port after the port is connected to the patient. This was repeated after changing the product. 3rd product was intact." 3 occurrences were reported, the date/time and patient information are unknown.

Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd connecta¿ stopcock. The following information was provided by the initial reporter. "User finds that blood is running backwards out of the injection port after the port is connected to the patient. This was repeated after changing the product. 3rd product was intact." 3 occurrences were reported, the date/time and patient information are unknown.